Event description:
Boston scientific crm received information that this patient experienced loss of ventricular capture, and cross talk that is not being sensed on the ventricular channel due to cross chamber blanking along with rising thresholds. The physician recently saw this patient and stated that the device appears to be functioning normally and suggested that the loss of capture, sensing and threshold issues could be due to a recent auto accident that the patient had and the medication that they were on as a result of that accident. The physician stated that they will have the patient back in for another evaluation. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.